Event description:
An impella 5.5 attempted to be delivered, despite best attempts the case was aborted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and tortuous vessel preventing successful delivery of impella.